Event description:
A user facility reported that a patient experienced blisters on their right cheek the day following a thermage flx treatment. There were no other treatments performed in the same symptom area on the procedure day or within 30 days prior. The patient was treated with antibiotics and their current status is reported as recovering. Solta medical branded cryogen and one half of a bottle of coupling fluid was used with the highest level of treatment at 2.5. During the treatment, a ¿tip too warm¿ error occurred on the system which paused the procedure briefly, but the provider was able to continue. The treatment tip was inspected prior to use and again at 600 pulses with no discrepancies found. The tip is not available to be returned.

Manufacturer narrative:
The data logs from the event were reviewed and confirmed the customer¿s account of "tip too warm" errors occurring during treatment. If a treatment tip¿s thermistors exceed the maximum temperature limit due to accelerated thermistor temperatures during active mode, the temperature monitor will catch this condition and display a ¿tip too warm¿ error and place the system into a safe state. This condition presents no patient risk. The cryogen can was removed and reinserted and the user continued treatment almost immediately. The error occurred primarily with thermistor 1 and thermistor 2 indicating the handpiece was tilted. When the user paused treatment, all thermistors appeared to stabilize. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the handpiece and system performed as expected. The user facility indicated the treatment tip was not available to return for evaluation. According to the thermage flx user manual, burns are a known possible side effect during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action is required.